Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope plus and completed the device evaluation. The endoscope was analyzed and was visually inspected and found with damage to the butt pack assembly. Visual inspection confirmed hairline crack on the light button of the button pack assembly. Additional observation(s) not reported by site: the endoscope cable integrated connector was visually inspected and for with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the 30-degree plus endoscope for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that prior to the start of a da vinci-assisted benign hysterectomy surgical procedure, the 30-degree endoscope plus had a reversed image and the defect was noted on site by an intuitive surgical, inc. (Isi) technician. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified prior to starting pre anesthesia.